Event description:
It was reported that conversion difficulty was noted during defibrillation threshold (dft) testing at implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. The first delivered 80 joule shock in standard polarity did not convert the induced rhythm, however, a second 80 joule shock in reversed polarity did successfully convert the induced rhythm. High shock impedance measurements of 154 ohms were observed following shock delivery. An x-ray was performed and noted suboptimal placement of the device and electrode. The device was felt to be too low/inferior and not up next to the ribs, and the electrode was felt to be too far left of the sternum. It was noted that the patient had a high body mass index. The company representative discussed the option of repositioning the electrode, however, the physician opted to leave the system as is. The procedure was successfully completed. Additional information was later received from the hospital that surgical intervention was undertaken approximately one year later. The s-ICD and electrode were explanted and replaced with a new s-ICD system. No additional adverse patient effects were reported. The product is in hospital possession and is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.